Event description:
This is the second of three reports regarding idrt (product ID not provided). It was reported that the customer is doing a retrospective study of idrt and reported 3 cases of allergy with idrt since 1995 in his hospital. The patients were third degree burned, they had several grafts of idrt, and had delay in cicatrization with some reactions like eczema in the grafted area. Product will not be returned. Additional information has been requested; however, when the sales representative met with the doctor, he only managed to see the patient file on one patient and not for the patient in this report.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.